Manufacturer narrative:
Vyaire file identification: (B)(4). The customer did not send pictures or the physical sample so the defect was not seen. The device history record could not be reviewed since the lot number was not provided. The reported defect was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife¿ adult heated wire circuit kit exploded and expelled hot water. The customer confirmed that there was no patient while the event happened.